Event description:
Had essure procedure done, in the operating room, the disposable device malfunctioned, my physician stated she was not aware that the essure coil had deployed. During the recommended hsg 3 months after, it was found that I have two devices placed in my left fallopian tube. One of which is coiled completely in a circle. I have been having constant pain since this procedure was done. Now I know why. As a result, I have to now undergo a second surgery to remove my fallopian tubes, if not my uterus also. I feel that if the device used to place the coils, is deployed, and a physician is not aware whether or not the coil went in, that their should definitely be a way of checking to make sure before automatically assuming it did not go in and placing another one. I feel that the second coil being placed hit the first one and caused the second coil to be in circle at the level of my uterine cornua. The first one placed is now in my distal fallopian tube. Not sure yet whether or no this perforated my tube. Surgery is scheduled for (B)(6). To say the least, I am not at all happy about this.